Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high readings from the adc device compared to readings from a competitor brand meter. The customer experienced symptoms described as feeling "cloudy", dizziness, and severe headache. The customer was unable to self-treat and required healthcare professional (hcp) treatment of glucose intravenous infusion for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 501 mg/dl was compared to a competitor brand meter reading of 217 mg/dl when the results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. The customer did not notice a trend arrow on the device. The length of sensor wear was 9 days. However, it is unknown when these readings were obtained in relation to the reported medical event.